Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device was experiencing heating issues. The device was being used during surgery. There was no pt or user injury reported. It is unk if surgical delay or medical intervention occurred. The event occurred during june 2011, however, the exact cause of the event is unk. There was no add'l info provided.